Manufacturer narrative:
The after sales engineer assessed the device with customer's assistance. It was found that the device's host is not faulty, but the accessory internal defibrillation handle is damaged. Other functions of the device work properly. The device is still with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of internal defibrillation handle. The reported problem was confirmed. It is recommended to purchase a new internal defibrillation handle to resolve the issue. The user has not purchased yet. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips after sales engineer recommended that a new internal defibrillation handle need to be purchased to resolve the issue. The user has not yet decided the quotation of the accessory. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips after sales engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100 , noting that the defibrillator board is not recognized. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.